Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous and mildly calcified left anterior descending (lad) artery. After a guide wire was advanced to the lesion, dilation was performed with a 2.5mmx3.0mm balloon catheter. A 3.00 x 24 synergy¿ drug eluting stent was then advanced but failed to cross the target lesion. Dilation was performed again and the stent was advanced using a non bsc guide extension catheter, but still it was unable to cross. It was then noted that the edge of the stent was lifted. The device was completely removed from the patient. Dilation was again performed with a balloon catheter and the procedure was successfully completed with another same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: a synergy ous mr 3.00 x 24mm stent delivery system was returned for analysis in broken into 2 sections. A visual and microscopic examination of the crimped stent found stent damage and movement on the balloon. Damage was noted across the entire stent. The damaged stent had moved distally along balloon, the proximal end of stent was 14 mm distal from distal end of proximal marker band. The balloon was reviewed and no issues were noted. The balloon wings folded and were not subjected to positive pressure. Crimp markings were evident on exposed balloon wall indicating correct positioning and crimping of the stent prior to the complaint incident. A visual and tactile examination found a hypotube break 31mm distal to distal end of strain relief. Multiple hypotube kinks were also noted. A visual and tactile examination of the shaft polymer extrusion found no issues. A visual and microscopic examination of the tip found tip damage. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the direction for use states: once the stent delivery system has been removed, do not reuse.¿¿, however, this device was used during an attempt to cross the lesion removed from the patient and reinserted following further lesion dilation and used again for another attempt to cross the lesion. (B)(4).

Event description:
It was further reported that upon removal of the device, the hypotube broke outside of the patient's body.